Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker right knee. This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. Device not returned to the manufacturer.

Event description:
It was reported through the filing of a lawsuit that patient had a bilateral knee implantation. Patient had a right knee replacement on (B)(6) 2011. It was alleged that the implant hardware was improperly sized, fitted and implanted . It was also alleged that plaintiff sustained pain and suffering and sought alternative medical and treatment for his increasing disability.